Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. With review of available information there are no indications of a malfunction of the device or failure to meet specifications. According to the user, the splint that was attached to the patient made the oxygenation process slightly more difficult because the surgeon had to deviate from his original oxygenation process and perform an alternative process to bag the patient. Possible factors that may have contributed to this issue could be related to administration of anesthesia and/or patient medical history.

Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported that following administration of IV sedation, the patient's oxygen levels dropped and breathing had stopped. The user elected to bag the patient as a result. In order to properly seal off the airway to allow the ventilation of the patent, the user pushed the patient's tongue against the soft palate and sealed the bag around the nose of the patient. The patient's oxygen levels were eventually restored after several minutes and breathing resumed. No further injuries or medical intervention were reported as a result of this event. This issue is being reported in an abundance of caution.